Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this system received an inappropriate shock while meditating. Data was submitted for a technical services review. The associated device had been programmed in the primary sensing vector. During the in-office follow up, this noise pattern was unable to be reproduced however, it was elected to reprogram the device to the secondary sensing vector, prior to discharge. The feedback from technical services was that the noise appeared to be either sense b electrode noise, due to pulling or a product integrity issue however the latter less likely, in absence of the ability to recreate the findings through manipulations. Recommendations were to obtain x-rays for further review and discuss with the physician, possible mitigation strategy options and to keep the system programmed in secondary. The field later confirmed submission of x ray images which suggested no lead integrity issues. To date, no resulting adverse patient effects were observed due to the inappropriate therapy. The field has also confirmed a two incision implant technique and a intermuscular implant location with the system to remain in the secondary programming as suggested. Additionally, the patient is considered non active with minimal sports or activities and has a very above average body mass index..

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this system received an inappropriate shock while meditating. Data was submitted for a technical services review. The associated device had been programmed in the primary sensing vector. During the in-office follow up, this noise pattern was unable to be reproduced however, it was elected to reprogram the device to the secondary sensing vector, prior to discharge. The feedback from technical services was that the noise appeared to be either sense b electrode noise, due to pulling or a product integrity issue however the latter less likely, in absence of the ability to recreate the findings through manipulations. Recommendations were to obtain x-rays for further review and discuss with the physician, possible mitigation strategy options and to keep the system programmed in secondary. The field later confirmed submission of x-ray images which suggested no lead integrity issues. To date, no resulting adverse patient effects were observed due to the inappropriate therapy. The field has also confirmed a two incision implant technique and a intermuscular implant location with the system to remain in the secondary programming as suggested. Additionally, the patient is considered non active with minimal sports or activities and has a very above average body mass index.